Event description:
It was reported the statlock PICC plus, a intravenous catheter stabilizing device which is to secure peripheral intravenous central catheter (PICC) in place on the patients arm is "failing". The crescent tricot pad separates from the sliding post retainer device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of jufy8595 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint that the pad separated from the retainer could not be verified from the photographs that were provided for investigation. The photo of the sample shows a statlock stabilization device with the retainer on the tricot substrate. The retainer appeared to be positioned in the correct location on the pad. The blue sliding posts also appeared to be in the correct location. There is no evidence that the retainer was separated from the pad. Since the physical sample was not returned for investigation and since the photos showed the retainer on the pad, the complaint was inconclusive. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the statlock PICC plus, a intravenous catheter stabilizing device which is to secure peripheral intravenous central catheter (PICC) in place on the patients arm is "failing". The crescent tricot pad separates from the sliding post retainer device.